Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this right ventricular lead exhibited oversensing and high out of range pace impedance measurements. This led to a lead safety switch. The sensitivity is expected to be adjusted and this lead remains in service. No adverse patient effects were reported.